Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer reported to have inspected the device and could not duplicate the reported failure. The unit passed testing.